Manufacturer narrative:
(B)(4). A device history review could not be conducted since the lot number was not provided. The device is reportedly unavailable for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the physician attempted to fix the upholds arm to the sacrospinous ligament but failed as the needle was unable to penetrate through the tissue; he loaded the needle on the carrier again and tried to pass the device through the ligament but the bullet tip came out from the head of the device and the suture broke at the point where the tapercut needle is attached. The procedure was completed by traditional surgery. The report indicates that there were no patient complications.